Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unreadable. Customer¿s blood glucose (bg) level was "high"; however, a specific value was not provided. Customer delivered a bolus via the pump to address bg level. Reportedly, the customer reverted to manual injections for insulin therapy.